Manufacturer narrative:
Correction for g3 which was previously reported as 11/02/2021; the correct date for g3 is 11/01/2021.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report the liberty select cycler screen started to go dark last night and could barely see the screen. The screen was dim during step 7 of setup. The display brightness was set to 10 and the flow alert was set to yes. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Alternate treatment option is not available. A replacement cycler was issued to the patient. There was no patient harm or adverse event, and no medical intervention was required upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report the liberty select cycler screen started to go dark last night and could barely see the screen. The screen was dim during step 7 of setup. The display brightness was set to 10 and the flow alert was set to yes. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Alternate treatment option is not available. A replacement cycler was issued to the patient. There was no patient harm or adverse event, and no medical intervention was required upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.